Event description:
It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009, (female patient; weight is unknown). According to the complainant, during the procedure, the jagwire broke, 1 centimeter from the tip. The fragment of wire remains inside the common bile duct of the patient. An attempt was made to retrieve the tip without success. The procedure was completed with another jagwire. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.